Event description:
It was reported that the patient experienced a low blood glucose of 54 mg/dl, was awakened by family contact to address the event, and self-treated with oral glucose tablets, after which blood glucose increased to 126 mg/dl; the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included urgent low and low glucose events without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction reported and no hardware component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.